Event description:
It was later reported that a side port dye study was performed on 2014 (B)(6) and the catheter was found to be pulled out. The device system delivered morphine 2mg/ml and baclofen 1200mcg/ml. The dose was reduced from 0.45mg/day morphine and 272mcg/day baclofen to minimum rate of 0.0961mg/day morphine and 57.6mcg/day baclofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, lot# h848418901, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the intrathecal / distal segment of the catheter had migrated out of the intrathecal space. It had slipped through anchoring device. This segment was removed and spliced to a new segment as of the date of this report. A dye study was stated to have been performed. Patient symptoms were stated to be pain and increased spasticity. Patient status was noted as "alive with no injury". Drugs in the pump were baclofen and morphine.